Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 17.1 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number: d180315-1). The control solution tests for level low were 64/62 mg/dl, for level high were 257/259 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. Because patient did not send back his strips, so we tested the retain strips from our warehouse (same as patient's strip, lot number: d170517-1 ) with suspected meter and our in house control solution. The control solution tests for level low were 64/67 mg/dl; for level high were 245/237 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
Reporter alleged that medical attention was sought on (B)(6) 2018 around 0700 due to a seizure. A blood glucose test was performed on the prodigy meter and the result was 76 mg/dl. Paramedics were called shortly after and arrived 10 minutes later. Paramedics performed a blood glucose test on their meter and received a 45 mg/dl, approximately 15 minutes after testing on the prodigy meter and receiving a 76 mg/dl. While waiting for the paramedics the end-user just laid there and did not take any medications that morning. Paramedics started an IV with unknown fluids and no other treatment was provided. End-user did not go to the hospital and the end-user did not report another blood glucose result. No further information was provided about this event.